Event description:
Got silicone implants. They encapsulated bad and left bulge less than a year. For the last 6 months my chest feels like someone is standing on it and it's hard to breath. (B)(6) is checking my heart but I think it's my implants. It is getting worse. The left breast hurts worse. It's the bulge too. Makes my left side wall hurt from the inside. I do the exercises the dr told me. I wanted them out so I wasn't worried in pain and could breathe but the dr wouldn't he said not fair to make taxpayers pay to fix my breasts. But something is wrong and it's getting worse. FDA safety report ID# (B)(4).